Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device exhibits signs of repeated use (nicked or gouged) and that the rails that mate with the tasp shim are flared & compressed. Device history records were reviewed and no discrepancies were found. Based on the state of device and the age of the device when returned it is considered that the wear is a result of the operational context. The root cause can be attributed to wear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee procedure. During the procedure, the instrument would not assemble with its mating instrument due to edge damage. No adverse event or delay was reported.